Event description:
Adverse event(s): "lens inserter suddenly propelled iol into the anterior chamber and perforated the posterior capsule" (capsular bag tear, posterior). Product problem(s): "lens inserter suddenly propelled the iol with dramatic force into anterior chamber" (no code available). A corporate risk mgr reported through medwatch that while attempting to place an intraocular lens (iol) into the capsular bag, the lens inserter suddenly propelled the iol with dramatic force into the anterior chamber and the iol rapidly crossed the anterior chamber and perforated the posterior capsule and fell into the inferior vitreous where it unfolded. The surgeon elected to place a ciliary sulcus iol. The surgeon plans to retrieve the iol in the vitreous later through a vitrectomy procedure. In a f/u, the surgeon reported that she felt the injector malfunctioned and it was not a problem with the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/09/2010 and 03/17/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).